Event description:
It was reported that the patient was admitted on (B)(6) 2022 for hemolysis and possible pump thrombus. Logfiles were sent for review and no unusual events were observed. The pump was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number, (B)(6), and the reported hemolysis and possible pump thrombus could not conclusively be established through this evaluation. The submitted log file contained data spanning from (B)(6) 2022 through (B)(6) 2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was provided. The patient remains ongoing on hmii lvas, serial number (B)(6). No additional events have been reported at this time. The hmii instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. The document also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.